Event description:
Leaking observed from IV site. When rn (registered nurse) removed the transparent dressing to better assess the site, it was found the hub of the midline was disconnected from the catheter. The hub reportedly fell from the patient's arm and the remaining catheter portion was retained in the patient's arm. The patient required surgery for removal of retained catheter.